Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day after placement. After the user tried to deflate the balloon passively and it was unsuccessful, the user pumped the syringe and was able to withdraw the water.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The sample was evaluated and the inflation eye met internal specifications. However, a subsequent investigation showed a strong correlation of low rubberized layer in combination with a high x-sectional ratio as a primary contributor to a collapsed lumen failure during usage. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] Do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. When endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. Do not wet the lead wire and the junction with extension cable. This device is compatible only with monitors requiring ysi 400-series type temperature probes. No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day after placement. After the user tried to deflate the balloon passively and it was unsuccessful, the user pumped the syringe and was able to withdraw the water.